Event description:
It was reported that the ilet user made multiple meal announcements as corrections, and an agent educated the user that this improper method could maladapt the pump and contribute to high glucose; the issue aligned with a usage error related to the user interface. Symptoms included hyperglycemia reaching 401 mg/dl accompanied by distress and malaise. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, with a usage problem identified consistent with an improper or incorrect procedure or method involving the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that unintended use error contributed to the event.